Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions, ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
A user report was received and indicated a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and experienced complications. The impella cp was implanted via the right femoral to support complex protected percutaneous coronary intervention (pci) with presence of thrombotic material in main stem, ramus interventricularis anterior and circumflex arteries, and the patient experienced recurrent ventricular fibrillation. The impella cp device was removed after approximately two days of support. Subsequently, severe ischemia of the right leg in acute thrombosis of the entire right pelvic axis was experienced with the need for surgical thrombectomy of the right pelvic axis and endarterectomy of the femoral fork as well as patch plastic with vascuguard patch the following day. The status of the patient was indicated as unknown. However, the patient was noted to have survived the event and explant.

Event description:
Additional information was received on july 11, 2025 that the ventricular fibrillation was not due to the impella.

Manufacturer narrative:
B5 ventricular fibrillation was not related to the impella device and was erroneously entered on the initial manufacturer device report number 1220648-2025-30113. H6 health effect: clinical code 2130 was erroneously entered on the initial manufacturer device report number 1220648-2025-30113.